Manufacturer narrative:
The initial reported event of "defective lead" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2005. Model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed high threshold and the patient received inappropriate therapy. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.